Manufacturer narrative:
Device received for evaluation on (B)(4) 2013. Evaluation summary: device analysis of the footswitch showed no significant physical damages. The console was powered on and the handpiece was plugged in, then the footswitch was plugged in. The handpiece immediately began running. The evaluation was repeated on another console with the same footswitch and handpiece; the results were the same. The lid of the footswitch was removed using the allen wrench set. The potentiometer shaft was in the correct position, not contacting the pedal plate. The reported malfunction was confirmed, handpiece running without footswitch depressed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No evaluation summary available, analysis anticipated but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preparation they found that the foot switch turned on automatically without being touched and would not stop until unplugged; there was no reported patient impact.